Event description:
The purpose of this supplemental report is to correct catalogue # and other # (UDI) for vitros immunodiagnostic products hiv combo reagent. This report corresponds to (B)(6) diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
This supplemental MDR is being filed to correct the catalogue number and UDI in d4 for the vitros immunodiagnostic products hiv combo reagent.

Manufacturer narrative:
A customer obtained discordant negative (B)(6) combo ((B)(6)) results from a patient sample tested using vitros (B)(6) combo reagent lot 0520 on a vitros xt 7600 integrated system. The results were considered discordant when compared to positive results obtained upon testing the same sample on several non-vitros (B)(6) methods. A definitive assignable cause for the discordant negative results was identified. The patient had two sample tubes obtained 12 days apart. The discordant negative results were obtained from the first sample tube and the numerical values were close to the vitros (B)(6) cutoff for ¿retest¿. When the second sample tube was collected and tested 12 days later the numerical results for the vitros and the non-vitros methods were all significantly higher. It is likely that this patient was in the seroconversion window where there is decreased antigen expression and low expression of antibody. Based on the acceptable (B)(6) combo quality control performance on the days of vitros testing, a vitros (B)(6) reagent issue is not a likely contributing factor to this event. In addition, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros (B)(6) lot 0520. There was no indication of any instrument malfunction and unexpected instrument performance was not a likely contributor to the event. The customer did not perform any additional testing to confirm or rule out a potential interferent in the patient sample.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions centre (tsc) to report discordant negative results obtained from a patient sample using vitros immunodiagnostics products (B)(6) combo ((B)(6)) reagent with a vitros xt 7600 immunodiagnostic system. Vitros (B)(6) combo = 0.73, 0.69 non-reactive (negative) versus expected positive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discordant, negative vitros (B)(6) results were not reported outside the laboratory and there was no allegation of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).